Event description:
Customer called to report the insulin pump was damaged and need to be replaced. Blood glucose reading was 135 mg/dl. The customer did not have the insulin pump with her at the time of the call. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to prime during the prime/a33 test due to faulty fsr gold. The motor was very loud during rewind due to faulty motor. Unable to perform basic occlusion, occlusion, excessive no delivery test due to prime/fill anomaly. All operating currents were within the specification, no unexpected low battery or off no power alarm noted. Insulin pump passed a21 test. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.